Manufacturer narrative:
Additional information received indicated that the customer had not received an occlusion using the new box of cartridges. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) ranged from 200 to 392 and insulin injections were used to address the bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to be within the tubing; however, after receiving another occlusion alarm, the customer was to change the supplies and use a cartridge from another box.